Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and customer had experienced high blood glucose level. The customer¿s blood glucose was 272 mg/dl and the sensor glucose was unknown. Customer declined to troubleshoot for the high blood glucose level. Troubleshoot was performed and the customer stated that insulin delivery was suspended and was something like 200 points off. The sensor will be returned for analysis.